Manufacturer narrative:
D4 -UDI no. - this is a bulk item and does not require a UDI number. The actual device has not been returned to the manufacturing facility for evaluation. A follow up report will be submitted within 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history record and the product released decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A review of the complaint history files confirmed that the involved product/lot# combination has not been reported previously. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported air bubbling in the capiox device. Follow up communication with the user facility confirmed the following information: during priming it was noticed in the device that gas was bubbling up from the membrane, with and without gas flowing/connected, when the fluid flow was reduced; the bubbles were sufficient and large enough to repeatedly set off the sorin-bubble alarm; the oxygenator was changed out; and the patient was not harmed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the returned sample evaluation. The actual device was returned to the manufacturing facility for evaluation. The oxygenator module was found to have been separated from the reservoir. It is unknown if it was used by the customer in the state of being separated from the reservoir or if it was separated from the reservoir to be packed for the return shipment. The involved circuit was received along with the actual sample. Visual inspection of the actual sample revealed no anomalies or defects which would relate to air entrainment into the device. The actual device, after having been rinsed, was filled with saline solution in the blood pathway and pressurized at 2.0kgf/cm2. No leak was observed. The actual sample was built into the involved circuit and primed with saline solution in accordance with the instructions in the IFU. It was able to be primed with no difficulty. The circuit was then circulated by a roller pump at the flow rate of 7l/min, the gas flow rate of 20l/min and the back pressure of 100mmhg for one hour. No air entrainment was observed. During circulation of saline solution at 4l/min., air was sent to the venous line at 0.1l/min. No air bubble came out of the venous filter. The circulation of saline solution was stopped and the one-way valve connected to the sampling line coming from the oxygenator was inspected. No backflow was confirmed. Functional testing was conducted on the actual sample. During circulation with a roller pump, a sudden stop was given to the roller pump. As a result, air bubbles started to come into the oxygenator module. The investigation result verified that the actual sample, after having been rinsed and dried, was the normal product. As a cause of entrainment of air into the oxygenator modules during priming, it is likely that a negative pressure was generated in the oxygenator modules when the fluid flow rate was decreased, resulting in air being pulled into the oxygenators through the fibers. However, there is no indication that the reported event was related to a device defect or malfunction. The IFU of this product does have the instruction as follows: "pressure in the blood phase should always be higher than that in the gas phase to prevent gaseous emboli entering the blood phase. The gas flow rate should not exceed 20 l/min. Excessive gas flow rate will bring about pressure increase in the gas phase, allowing gaseous emboli to enter the blood phase. During recirculation, do not use pulsatile flow and do not stop the blood pump suddenly as these actions may cause gaseous emboli to enter the blood phase from the gas phase due to inertia force. When capiox fx25 oxygenator module is used separately from the hardshell reservoir, set the module so that the upper end of the fibers is lower than the blood level in the venous reservoir. This prevents gaseous emboli from entering the blood phase from the gas phase. To prevent gaseous emboli from entering the blood phase, make sure that the arterial pump flow rate always exceeds the flow rate of the cardioplegia line. The blood flow rate of the cardioplegia line should not exceed 1 l/min. Total flow rate of the arterial line and any separate arterial lines must not exceed the flow rate at the oxygenator inlet port. - recirculate the priming solution at a rate of 4 l/min or higher to facilitate air removal." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.